Manufacturer narrative:
(B)(4). D10: medical product: mg tibial plate prc mrt/llt s4: catalog#00579007511, lot#60092699; unknown mg uni articulating surface size 4 10mm. G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial partial knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient required revision surgery due to loosening of the femoral component. The patient was converted to a total knee system due to further disease progression. All partial implants were explanted without reported complication. All available information has been provided.